Event description:
The customer reported via phone call that there was condensation under the insulin pump's screen. The customer also reported a button error alarm occurred on the insulin pump. Customer's blood glucose was 150 mg/dl. The customer also stated there was a crack present on the right side of the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces; also moisture damage was noted on the electronics. No button error alarm noted. The insulin pump has minor scratched the display window, cracked case at the display window corners and cracked reservoir tube lip.